Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. Surgeon indicated that the cage had subsided and did not believe that the implant failure was related to the design of the 4web implant. The patient was reported to have comorbidities. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event. A visual inspection of the explanted cage was performed. The implant features remained intact.

Event description:
Approximately two and half years after the original surgery, the patient reported pain. The surgeon indicated that the implant subsided. During the revision surgery, the existing cage was explanted and a new custom-device was implanted. The surgeon also indicated that the implant was not the cause of the subsidence.